Event description:
The pt received two leads with the same lot number. It was reported, the pt had stimulation changes on her right side. The sjm rep determined the right lead had all invalid contacts. Reprogramming was only able to regain partial right sided coverage. X-rays were taken, but the results were unk. The physician planned surgical intervention at a future date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.